Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of ''rate accuracy out of range' was reproduced. The device was tested for flow accuracy and over delivered with 5.4525% error. A review of the event history log (ehl) revealed the last day of customer use an infusion was programmed at a rate of 40 ml/hr and a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum installation and maintenance manual. The infusion ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plate travel and the m2/m3 springs. The pressure plate travel requires readjustment and the m2/m3 springs requires replacement. To address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had flow rate accuracy out of range. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.